Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2020. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("this was well embedded in all the adhesions") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (she had 3 c-sections. They were in 2012, 2014, and 2016. She had the essure coil put in 2016. Wisdom teeth removed 2005. Diagnostic laparoscopy done 2 months ago), ovarian cyst, parity 2, gravida ii, pelvic pain female, pregnancy (resolved: pregnant), vaginal bleeding, peritoneal adhesions, luteal cyst of ovary, social alcohol drinker and past tobacco smoking. Previously administered products included: ibuprofen. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1095 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (laparotomy with removal of essure coil). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens: left essure coil & left fallopian tube segment; right essure coil & right fallopian tube segment. Final pathologic diagnosis: left fallopian tube and left essure coil, removal: segment of fallopian tube surrounded by hemorrhagic paratubal soft tissue. Left essure coil (gross only). Right fallopian tube and right essure coil, removal: segment of unremarkable fallopian tube. Right essure coil (gross only). Clinical history: ovarian cyst, pelvic pain. Gross description: the specimen is submitted in 10% neutral buffered formalin in a properly identified container and labeled left fallopian tube with left essure coil. Also submitted in the specimen container is an essure coil measuring 11.0x less than 0.1 cm. The specimen is submitted in 10% neutral buffered formalin in a properly identified container and labeled right fallopian tube with right essure coil. Also submitted in the same specimen container is an essure coil measuring 13.0 x less than 0.1 cm. [Ultrasound scan] on (B)(6) 2020: impression: unremarkable ultrasound of the pelvis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Event device embedded added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1095 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.